Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported, on (B)(6) 2018, the patient complained to their hcp that they were receiving little pain relief from their pump and had significantly less relief than they had received after it was implanted. That same day, the pump was refilled and the amount of medication expected was far less than the actual amount within the pump. The patient should have had 3 ml of medication, but instead had 15 ml. The hcp concluded the pump had malfunction and was to be replaced. On (B)(6) 2019, the patient's pump was explanted and a new pump was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (1500 mcg/ml at 72 mcg/day), clonidine (600 mcg/ml at 29 mcg/day) and bupivacaine (40,000 mcg/ml at 1920 mcg/day) via an implantable infusion pump. It was reported that the patient was experiencing increased pain on an unspecified date. She went in for a refill and she reported that the expected volume should have been 3 ml but they pulled out about 17 ml. The pump logs did not show a motor stall and a dye study was performed and was unremarkable. The doctor decided to replace the pump. The issue was considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Event description:
Additional information received from a consumer reported, on (B)(6) 2018, the patient complained to their hcp that they were receiving little pain relief from their pump and had significantly less relief than they had received after it was implanted. That same day, the pump was refilled and the amount of medication expected was far less than the actual amount within the pump. The patient should have had 3 ml of medication, but instead had 15 ml. The hcp concluded the pump had malfunction resulting in underdosing and was to be replaced. On (B)(6) 2019, the patient's pump was explanted and a new pump was implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found no significant anomalies related to the complaint. There was wear present on the o-ring for gear wheel three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable intrathecal pump (B)(4) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.